Manufacturer narrative:
H10: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting. According to the information provided, the events were not related to application of thermal energy in wrist in which the use of smith & nephew device is discarded. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). Article: hearon, b. F., frantz, l. M., helsper, e. A., & morris, h. A. (2021). Experience with diagnosis and management of distal radioulnar joint instability. Journal of wrist surgery, 10(05), 392-400. H3, h6: this complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that in the literature review "experience with diagnosis and management of distal radioulnar joint instability"; after arthroscopic thermal annealing to treat distal radioulnar joint (druj) instability, using a vulcan micro tac-s monopolar radiofrequency probe; 1 patient had ulnocarpal abutment syndrome and required secondary procedure (distal ulna open wafer shortening). The patient improved, and no further information is available.